Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 726 mg/dl. The customer alleged that the pump did not deliver enough insulin; however, troubleshooting could not be performed and the alleged root cause of the high bg could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved.